Event description:
An alarm issue was reported with the adc device in use with an iphone 11 with 16.6 ios operating system version 2.10.17653. The customer reported a signal loss alarm and customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness and was treated with injections, glucose tablets by an hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and the ios 16.6 operating system version has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 11 with 16.6 ios operating system version 2.10.17653. The customer reported a signal loss alarm and customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness and was treated with injections, glucose tablets by an hcp. There was no report of death or permanent impairment associated with this event.